Event description:
Patient under anesthesia for ivc filter placement, guidewire in, and when doctor starting to use c-arm, the machine was not working. Operating room stopped. Line pulled back by surgeon. No adverse outcome. The machine stopped in the middle of image. C-arm not working hand and hand with monitor. Received error message - wiring needed to be redone and a calibration board was rewired. (B)(4).